Event description:
The patient was appropriately treated 1 time by the lifevest during vt that self-converted to asystole with nonconducted p waves 20 seconds before shock. After the appropriate treatment, 3 additional shocks were delivered due to the rhythm at time of treatments being asystole with non-conducted p waves. The post-shock rhythm was sinus tachycardia @ 100 bpm with CPR/motion artifact. Post shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient was reportedly unconscious at the time of the event. No injury was reported from the treatment. The response buttons were not pressed during the event. The patient went to the hospital for evaluation and is currently sedated and intubated. The patient is not currently wearing the lifevest. No deficiencies were alleged against the device.

Manufacturer narrative:
Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the treatment.